Event description:
During a surgical procedure intended to explant the patient's lead on (B)(6) 2023, scar tissue prevented the lead from being removed. The physician chose to anchor the lead and it was left implanted and intact. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Additional component potentially involved in the event includes: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7380733.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.